Event description:
During an onsite visit, a baxter field service technician serviced a colleague infusion pump for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.08.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and battery harness were replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) number (B)(4). The field corrective action number has been provided.